Event description:
.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic low anterior resection with possible apr procedure. Due to the cancer being so low down around the dentate line, could not get endocutter across the bowel, a small incision was made to get the contour in. The first firing was with a green cartridge. The staple did not form on the patient side; the tissue was really thick. It was across the tumour. The surgeon put in sutures and pulled it forward. A second green cartridge was opened and dry fired on glove to ensure the staples would work and it did. The surgeon decided to use a blue cartridge instead. The device was loaded with a blue cartridge, fired and the staples did not form on the patient side. At this point the procedure was converted to apr.

Manufacturer narrative:
(B)(4). Based on the information provided, patient had an anatomical disease condition that did not allow the procedure to be carried out without an apr. Therefore, downgraded file to a malfunction.

Manufacturer narrative:
(B)(4). Additional information: it was reported that the procedure was a laparoscopic low anterior resection with possible apr. After firing the contour with both green and blue cartridges and getting malformed staples, the procedure was converted to an apr. Since it was noted initially that an apr was possible, was the conversion to an apr due to the issues with the contour or because of the thickness of the patient's tissue and location of the tumor? A combination of both. Did the device have any functionality issues? Do not think we had functionality issues (the patient side distal bowel was open after firing). Or, were the issues encountered a result of the thick tissue and firing across the tumor? The firing was as low as you can get. Do you have any patient information, such as age or sex? No patient information. The surgeon said he had told the patient that more than likely it would end up as a apr because of where the tumor was. The analysis results showed that the device was received in good visual conditions and with two cartridge reloads present. The reloads were received fully fired, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.